Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of event description: revision surgery performed due to suspected for loosening of unicondylar knee prosthesis (allegretto), implanted on (B)(6) 2007. In addition, breakage of tibia plateau was observed during the revision. Review of x-rays: three x-rays dated (B)(6) 2015 were received in pdf format. The x-rays seem to be previously faxed and/or scanned and are of suboptimal quality, an evaluation is therefore not possible. The x-rays confirm a unicondylar knee prosthesis implanted on the medial side of the left knee. Review of surgical reports: the surgical note of the implantation has not been received for evaluation. The surgical note of the revision surgery, dated (B)(6) 2015, states loosening of the unicondylar knee prosthesis as diagnosis for the surgery. After opening the knee capsule, some moderate metalosis of the synovia was observed and was subtotal removed. Both components seemed to be fixed but could be removed without any bony defects. During removal a fracture of the tibial component was noticed. The surgical note further describes the implantation of a new unicondylar prosthesis type zuk. Implant certificate: a copy of the implant certificate for the patient with the product stickers from the implantation was received. The implantation date on the certificate is hardly legible but assumed to be (B)(6) 2007. No other documents were provided. Devices analysis, visual examination: the received product experience report from complainant indicates disinfection by autoclaving, the common signs such as lifting of the cement and deformation of the polyethylene, which are usually visible after this method, cannot be observed. However, the cement on both components shows a dull appearance which could point to a chemical attack, e.g. Alcoholic disinfectant. Therefore it stays unknown which disinfection method prior to arrival at the investigation site was actually used and how this affected the explants. On the articulation side of the tibial component the loading area is surrounded by a mixture of layer and particle delamination. Within the loaded area most of the top layer is already peeled off and particle delamination is visible. The loaded area is partially polished and some orange-peel like structure can be observed. Along the edges of the component in the unloaded and not delaminated areas the original surface with the machining marks can still be seen. On the articulation surface close to the anterior edge four parallel oblong indentations are visible which most likely derived from an instrument during the revision surgery. There are peripheral cracks visible on the medial side starting from the articulation surface running through the entire height of the polyethylene. The anchoring side of the tibial component is covered with a bone cement layer and shows a fracture. The fracture path runs from anterior to posterior until the middle of the part where it splits into two individual paths, one to lateral and one to posteromedial. At the anterior as well as posteromedial end of the fracture path it is visible that the metal back is fractured. It is not visible if the metal back is also fractured underneath the medial fracture path or only the cement layer. On the lateral side of the fracture path the cement shows a spongy structure. On the medial side the cement is plain with protruding parallel fins and some broken off plugs. Under certain light conditions, some areas of the cement appear to be polished on the distal face of the metal back some damage from the revision surgery on the anterior side and some polishing along the anterior corner as well as on the lateral side can be observed. The damage is corresponding to the four parallel oblong indentations seen on the articulation side. At the anterior end of the fracture path, on the lateral side of the fracture path the different material layers of the metal back are slightly lifted from each other . As the access to the fracture surfaces is very limited, it is not possible to investigate them without destructive methods. On the metal back rim close to the anterior end of the fracture path some darkened spots are visible. It is assumed that the latter derived from an electro cautery during the implantation or revision surgery . On the articulation side of the femoral component scratches in movement direction can be seen. The anchoring side exhibits bone cement and little bone remains. At least in one area the cement seems to be broken off probably during revision surgery. The remaining cement shows a grid structure and only very slight cast signs of a spongy bone structure. Under certain light conditions, some isolated areas of the cement appear to be polished. The lateral edge of the femoral component shows some coarse damage most likely from the revision surgery. The allegretto prosthesis was revised after approximately 8 years and 1 month in vivo due to loosening of the prosthesis. During the revision surgery a fracture of the tibial component was observed. On the articulation side of the tibial component a mixture of layer and particle delamination as well as peripheral cracks can be observed which can be attributed to material embrittlement due to oxidation. In the body, this process runs with the oxygen containing body fluids. The material embrittlement in combination with mechanical stress can lead to cracking underneath the surface and delamination. The cement on the tibial component has on one side a spongy structure while on the other side the cement is plain with protruding parallel fins and some broken off plugs. The latter side of the cement appears to be polished. The observed parallel fins and broken off plugs are probably due to bone surface preparation for cementing. The polishing seen on only one side of the cement could point to partial loosening. However, it stays unclear to which amount the appearance of the cement was affected by the disinfection procedure prior to arrival at the investigation site. The anchoring side of the tibial component shows a fracture of the metal back which runs from anterior to posterior until the middle of the part where it splits into two individual paths, one to lateral and one to posteromedial. As the access to the fracture surfaces is very limited, it is not possible to investigate them without destructive methods. A possible scenario for the fracture could be that a partial loosening of the tibial component led to an overload of the metal back and its fracture. The aftereffects of the oxidation of the polyethylene could have increased the amount of wear debris. The latter could possibly have favored the loosening of the tibial component. The metalosis found during the revision surgery could probably derive due to movement of the fracture surfaces against each other. This possibly supports the assumption that the metal back fractured in vivo. The polishing seen on the cement of the femoral component could point to loosening. The observed grid structure is probably due to bone surface preparation for cementing. The articulation surface is inconspicuous. The clinical history, the complete x-ray follow-up and information about the patient e.g. Bmi and activity level are not available for evaluation. Therefore, it is unknown if there were other factors influencing the loosening of both components and / or the fracture of the metal back. Based on the retrieval investigation and the received information the reason for the loosening and the fracture stays unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted an allegretto-tibial prosthesis on the left side on (B)(6) 2007. The patient underwent a revision on (B)(6) 2015 due to suspected loosening of unicondylar knee prosthesis. In addition, breakage of tibia plateau was observed during the revision.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a allegretto-tibial prosthesis on the left side. The exact implantation date is unknown. The patient underwent a revision surgery due to a breakage of the device on (B)(6) 2015.